Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) malfunctioned. Helium transducer failure was reported. No harm reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.